Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that a request was made to retrieve device logs for review of an unspecified event. A patient was involved, but the outcome was unknown. The reporter declined to provide additional information and returned the devices to bd for further investigation at the time. On 16 december 2025, bd received additional information through due diligence. It was reported that the event involved the death of a patient who was under hospice care. According to the report, postmortem analysis revealed a hydromorphone level of ¿300, when a level of no more than 50 would be anticipated, per the medical examiner.¿. The device was reportedly programmed at approximately 09:15 am on (B)(6) 2025; however, the reporter¿s review of the device event logs indicated that programming did not begin until 12:15 pm on the same date. Additionally, the reporter stated that hydromorphone syringes prepared by the facility¿s pharmacy were filled to exactly 50 ml, while the event log shows an initial volume of 45.834 ml. Another log entry at 15:31, on (B)(6) 2025, documents a volume of 49.2346 ml. The reporter requested that the manufacturer clarify whether a recorded volume of 49.2346 ml, compared to the expected 50 ml, represents a significant difference or is within acceptable tolerance. Per report, preventative maintenance was performed on the involved devices and confirmed that there were no malfunctions and that the devices were operating within specification.